Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap chole, the 4-40 stud was broken off the handpiece and the wires were exposed on the cord. A second handpiece was used to finish the case with no pt consequence.